Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 450 mg/dl to over 600 mg/dl with moderate ketones. Bg level was addressed with manual injections. A system check performed with tandem technical support indicated that the pump was operating as expected.